Event description:
Had surgery to remove fallopian tubes and essure device. Was unsuccessful due to one essure migrating and moving around. Have been sick off and in for several years. I am having another surgery in (B)(6) to remove essure which has moved again. I have had many ER visits and hospital visits and now surgeries. I have missed many days of work.